Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood (bg) glucose level of 34 mg/dl; cause was due to over correcting for a elevated bg level with manual injections. Customer addressed low bg level by ingesting carbohydrates. Subsequently, the customer experienced an elevated bg level for over correcting for the low bg level. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.